Event description:
Reporting status: serious injury/permanent impairment/medical intervention. Reporting rationale: dissection requiring intervention; myocardial infarction (mi) is considered to be permanent impairment. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2009, and during the procedure, there was pre-dilation of the mid left anterior descending and then a 3.0 x 18 mm xience v stent was deployed in the lesion. The patient continued to have chest pain post balloon deflation at stent implant. Intra vascular ultra sound (ivus) revealed a dissection distal to this stent. After a second 2.75 x 12 mm xience v stent was used to treat the distal dissection. Ivus was done again and revealed possible dissection/thrombus proximal to the first stent. A third 3.5 x 15 mm xience v stent was used to treat the proximal dissection/thrombus. Upon review of the post implant enzymes, there was evidence of per-procedural myocardial infarction (mi). Patient was given medication for the mi. Patient was pain free upon leaving the cardiac cath lab and had no further problems and was discharged from the hospital the next day. No additional event or patient information is available.

Manufacturer narrative:
Dissection angina, mi, and thrombosis, in the IFU are adverse events associated with coronary stenting, and these patient effects, along with elevated cardiac enzymes are in the risk assessment as no-fault post-procedure complications. The IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. The other two xience v stents mentioned are being reported. The 2.75 x 12 mm xience v is being reported under this same MFR #. The 3.5 x 15 mm xience v is being reported under another MFR#.